Event description:
It was reported that the device had channel error code 354.6770. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error 354.6670 was confirmed and replicated during laboratory testing, the reported channel error is being attributed to a defective pressure disc sensor. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the syringe error logs showed an errors code 354.6770 (syr pressure sensor circuit test failed) on 16 september 2025. A review of the syringe event log, prior to the reported event date, identified no infusions programmed on the reported date event: 15 september 2025. During the functional test, the error code 354.6760 was replicated. Utilizing asm software (v 12.5), a pressure disc accuracy test was attempted on the suspect syringe unit. However, the test could not be completed because the device failed to recognize the installed pressure disc. The pressure disc sensor on the suspect syringe module was temporarily replaced with a known-good test dchu pressure disc sensor for testing purposes only. The pressure disc accuracy test was performed again on the suspect pc unit with the known-good pressure disc sensor. As a result of the test, the sensor was observed to be within specification. After reinstalling the original sensor, calibration and preventive maintenance were successfully completed. However, despite a 24-hour infusion test showing no anomalies consistent with the facility¿s report, the sensor appears to exhibit intermittent malfunction, which may not have been captured during the test period. The bd alaris¿ syringe module and alaris¿ pca module technical service manual includes, in the troubleshooting section, an error code matrix that identifies subsystem and error code failures. Error code 354.6670 is decoded as a patient pressure subsystem failure, and the associated system error is attributed to a pressure disc sensor failure within the syringe module. This means that the pressure sensor output is outside the acceptable range. The recommended corrective action is to replace the pressure sensor disc. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws and replace the pressure disc sensor. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Root cause: the root cause of the reported channel error is attributed to a defective pressure disc sensor, which failed to be recognized during testing. The issue was confirmed by replacing the sensor with a known-good unit. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error code 354.6770. There was patient involvement, however outcome is unknown.